Event description:
It was reported that the patient with this right ventricular (rv) lead was possibly involved with an infection issue. No additional adverse patient effects were reported. Currently, the rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).